Event description:
On (B)(4) 2012, the lay-user/patient contacted animas alleging that the pump had a date/time issue. The patient indicated that on (B)(6) 2012, she performed a battery change with the pump and had to rest the date/time at that point. The patient claimed that she initially could not set the date to the (B)(6) but was able to do so eventually after setting the pump's year to '2012.' At the time of the call with animas, the patient claimed that the pump was for an unknown reason still set to (B)(6) 2012. The patient did not allege any harm or injury because of the alleged issue. For the past few months, the patient claimed that the pump was resetting to a default date/time with battery changes. The pump displays the 'verify' screen after it is rebooted and the time and date must be set to confirm the 'verify' screen. The issue related to pump reverting to a default date/time with a battery change is not likely to cause an adverse event. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was still unexplainably set to (B)(6) 2012, although the correct date was (B)(6) 2012. It is unclear if use-error caused the issue or if there was a possible losing time problem with the pump. There is no evidence, however, that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: during investigation, the date was set to (B)(6) 2012 and was found to have reset to (B)(6) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(6) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigation also revealed that the keypad was torn across the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.